Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instrument's grip cable was derailed. The grip cable was derailed at the distal idler pulley and force amp pulley. The grips were able to open and close, however the movement was not precise. The cable derailment was likely due to cable losing contact with pulley during wrist articulation. The fleet angle between the proximal and distal pulleys may have contributed to derailment. Failure analysis investigation also found the following: the instrument's distal pulley had mechanical indentations and burrs. There was an indentation at the edge of the distal pulley and visible scratches on the surface of the pulley. Failure analysis concluded that the mechanical indentation and burr damage was likely due to mishandling/misuse. The instrument's main tube had scratch marks and abrasions. The distal end of the main tube had scratch marks exhibiting light material removal and a rough surface finish. The scratch was short in length and not axially aligned with the tube. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the scratch damage to the main tube if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci surgical procedure, it was noted that the cable on the prograsp forceps instrument went out of it's place and couldn't be pushed back. The planned surgical procedure was completed. There was no report of fragments falling into the patient. There was no patient harm, adverse outcome or injury reported.